Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13415. It was reported that following a recent implant, the patient presented at the hospital with bradycardia. Interrogation revealed no capture on the right atrial and right ventricular leads. It was noted that initial implant had difficult access with a tortuous vein and the physician believed dislodgement had occurred due to this issue. The leads were explanted and replaced. The patient was discharged in stable condition.